Event description:
Olympus was informed that during an unspecified gastroscopy procedure, a portion of a broken us endoscopy cleaning brush was pushed out of the instrument channel of the endoscope during a procedure. The broken brush reportedly did not fall into the pt's body cavity and the endoscope was said to have been withdrawn from the pt with the broken brush extending from the distal end. There was no report of any pt harm or cross contamination.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain add'l info regarding this report, however, no add'l info was provided. The device referenced in this report was not returned to olympus for eval. Review of the service history for this device noted that the device was last serviced by olympus in (B)(4) 2010, and there had been no indication of difficulty advancing either brushes or forceps through the instrument channel. The exact cause of the reported phenomenon could not be conclusively determined. However, improper cleaning of the device could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.